Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner did not fit into the shell. A different liner was opened and implanted.